Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the device evaluation, the service technician noted deteriorated foam in addition to dust/dirt in the device. Additionally, the service technician also noted multiple error codes (e1, e61, e66, and e55). The service center scrapped the device after the evaluation was completed.